Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and unexpected restart alarm. The customer's blood glucose was 263 mg/dl at the time of incident. Customer stated that the insulin just froze. Button error troubleshooting was performed and confirmed that insulin pump screen was frozen. The customer also reported that he is in the hospital due to high blood glucose of 263 mg/dl and button error on (B)(6) 2017. Customer is unsure if he will have to stay overnight in the hospital. The customer did not mention any form of treatment for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.